Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump¿s display was flashing. Customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer was calling back with blank display after receiving new battery cap. Customer states the display was blank less than 30 seconds and then returned. Customer states display was not blank currently. Customer states battery cap was neither damaged nor corroded. The customer states they lost confidence in using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement and displacement test. Insulin pump received with normal operating currents. Insulin pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board 1 during visual inspection. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).